Event description:
Customer reported that the set would disconnect from the smartsite valve on the pt's venous access device during an infusion. The set was found on the floor leaking. No pt harm reported. No add'l pt or event info provided at this time.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.